Manufacturer narrative:
(B)(4). (B)(4). Channel retainer the analysis results showed that the ez45b device was received with the clamping mechanism damaged and with a reload present. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the shrouds was found damaged, not allowing the device to properly close. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right upper lobectomy procedure the jaws would not proximate or immediately close correctly on the tissue when closing the device. The device was not used on the patient. They completed the procedure with a new like device. There was no patient consequence reported.